Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one mitral valve leaflet while remaining attached to the other leaflet. It was reported that on (B)(6) 2017, one mitraclip was implanted without reported issue in a patient with mixed functional and degenerative mitral regurgitation (mr) grade 4, reducing the mr to grade 1. On (B)(6) 2018, the patient presented with a single leaflet device attachment (slda) and increased mr grade 4. The index procedure mitraclip had detached from the posterior 2 (p2) leaflet and remains attached to the anterior leaflet. As treatment, two additional mitraclips were implanted, reducing the mr to grade 1. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined; however, the reported patient effect of mr is a cascading effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.